Manufacturer narrative:
(B)(4).

Event description:
The dental implant gfx3011s was removed on (B)(6) 2018 due to failure to osseointegrate within 3 months and 25 days after implantation. Bone augmentation (fd bone) was used during implantation. The patient has no significant medical history. The patient has recovered without complications.